Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the entire power supply, the flow motor and flow pump head, and the uf pump check valve. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burn marks on the wiring to the power rocker. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician requested an onsite evaluation of a fresenius 2008t hemodialysis (hd) machine that had a flow inlet error and high conductivity. A fresenius field service technician (fst) was dispatched to the facility to inspect the machine. During the evaluation, the machine reportedly powered off on the fst. In addition, a burning smell was noted and burn marks were identified on the wiring to the power rocker. The fst stated the power rocker was ¿blown¿ (or non-functional) and they did not have the parts required to repair the machine. The fst ordered the necessary parts and then returned to the facility at a later date to repair the machine. Upon further evaluation, the fst found the ultrafiltration (uf) pump check valve to be leaking, and that too was replaced. In total, the fst replaced the power supply, the flow motor and flow pump head, and the uf pump check valve. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst stated there were 26,835 hours on the machine at the time of the repair. Upon completion of the repair, the machine passed all functional checks and was returned to service. The power rocker and burnt wiring were reportedly being sent back via returned good authorization (rga). Photos of the burnt wiring were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician requested an onsite evaluation of a fresenius 2008t hemodialysis (hd) machine that had a flow inlet error and high conductivity. A fresenius field service technician (fst) was dispatched to the facility to inspect the machine. During the evaluation, the machine reportedly powered off on the fst. In addition, a burning smell was noted and burn marks were identified on the wiring to the power rocker. The fst stated the power rocker was ¿blown¿ (or non-functional) and they did not have the parts required to repair the machine. The fst ordered the necessary parts and then returned to the facility at a later date to repair the machine. Upon further evaluation, the fst found the ultrafiltration (uf) pump check valve to be leaking, and that too was replaced. In total, the fst replaced the power supply, the flow motor and flow pump head, and the uf pump check valve. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst stated there were 26,835 hours on the machine at the time of the repair. Upon completion of the repair, the machine passed all functional checks and was returned to service. The power rocker and burnt wiring were reportedly being sent back via returned good authorization (rga). Photos of the burnt wiring were not available. There was no patient involvement associated with the reported event.